Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6) year-old female patient who had essure (batch no. C65833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder / urinary tract / vaginal) type: urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), the first episode of vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, mood swings, urinary tract infection, female sexual dysfunction, fibromyalgia, migraine, nausea, allergy to metals, dyspareunia, the last episode of vaginal discharge, fatigue, alopecia, bladder disorder, urinary tract disorder, gastrointestinal disorder, pelvic pain and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vulvovaginal pain, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: most, if not all symptoms decreased soon following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results of your essure confirmation test: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet and medical records received: lot no was added. Event injury was replaced with event "pelvic pain". New events - hormonal changes describe: mood swings, infection (bladder / urinary tract / vaginal) type: urinary tract infection, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: fibromyalgia, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s)), fatigue, gastrointestinal or digestive system condition, hair loss, vaginal pain were added. Reporter¿s information, patient demography, lab data were added. Case is now upgraded from other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube(s') in a 34-year-old female patient who had essure (batch no. C65833- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain, genital prolapse nos, uterovaginal prolapse, urinary tract infection, anemia, chronic cervicitis and adenomyosis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), the first episode of vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced the second episode of vaginal discharge ("vaginal discharge") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, mood swings, urinary tract infection, female sexual dysfunction, fibromyalgia, migraine, nausea, allergy to metals, dyspareunia, the last episode of vaginal discharge, fatigue, alopecia, bladder disorder, urinary tract disorder, gastrointestinal disorder, pelvic pain, vulvovaginal pain and blepharospasm outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, blepharospasm, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vulvovaginal pain, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: most, if not all symptoms decreased soon following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results of your essure confirmation test: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added-eyelid twitching. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 34-year-old female patient who had essure (batch no. C65833- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain, genital prolapse nos, uterovaginal prolapse, urinary tract infection, anemia, chronic cervicitis and adenomyosis. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), the first episode of vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, mood swings, urinary tract infection, female sexual dysfunction, fibromyalgia, migraine, nausea, allergy to metals, dyspareunia, the last episode of vaginal discharge, fatigue, alopecia, bladder disorder, urinary tract disorder, gastrointestinal disorder, pelvic pain and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vulvovaginal pain, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: most, if not all symptoms decreased soon following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results of your essure confirmation test: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-oct-2019: update of information (batch is not valid) on 25-sep-2019: fu(4) and fu(5) processed together. Medical record received. Medical history and reporters were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.